Event description:
Pt. Reports that the foam sleeve separated from the receiver hub and the foam remained in ear. Pt went to ER and ent dr. Removed the foam sleeve from the ear. No injury or adverse sequelae reported.

Manufacturer narrative:
The returned product was evaluated, and the foam separated from the retainer. The adhesive bond appears adequate. The foam appears to be deteriorated.